Event description:
A(B)(6) year old female patient was injected with one 1.5 cc radiesse syringe into her nasolabial folds and marionette lines on (B)(6) 2014. She was diagnosed with cellulitis. She had a large amount of swelling from under her eyes down her cheeks, both facial sides. She was treated with oral keflex 500mg for the infection. Duration and frequency were unk.

Manufacturer narrative:
Per (B)(6), the patient full recovered. The device history records for the reported radiesse lot were reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.